Manufacturer narrative:
The complaint investigation for falsely positive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Review of all the information provided by the customer was reviewed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73692be00. Device history record review for lot 73692be00 did not identify any nonconformances, potential nonconformance or deviations associated with the lot number. The overall performance of alinity I toxo igg reagent was reviewed using worldwide field data. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance, the review of applicable field data suggests that the performance is acceptable, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent kit for lot number 73692be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I toxo igg results for a 34-year-old pregnant female patient. The following results were provided: (customer provided laboratory thresholds < 1.6 iu/ml negative, 1.6-3.0 doubtful, >3.0 positive) (B)(6) 2025 sid (B)(6) toxo igg result = <1.6 iu/ml (B)(6) 2025 sid (B)(6) toxo igg result = <1.6 iu/ml (B)(6) 2025 sid (B)(6) toxo igg result = 6.2 iu/ml (B)(6) 2025 sid (B)(6) toxo igg result = 5.8 iu/ml, repeat result with beckman = < 1.6 iu/ml repeat result of archived sample from '(B)(6) 2025 = 4.11 iu/ml. Additionally, the customer mentioned all toxo igm results = negative no impact to patient management was reported.

Event description:
The customer observed false positive alinity I toxo igg results for a 34-year-old pregnant female patient. The following results were provided: (customer provided laboratory thresholds < 1.6 iu/ml negative, 1.6-3.0 doubtful, >3.0 positive). On (B)(6) 2025 sid (B)(6) toxo igg result = <1.6 iu/ml. On (B)(6) 2025 sid (B)(6) toxo igg result = <1.6 iu/ml. On (B)(6) 2025 sid (B)(6) toxo igg result = 6.2 iu/ml. On (B)(6) 2025 sid (B)(6) toxo igg result = 5.8 iu/ml, repeat result with beckman = < 1.6 iu/ml. Repeat result of archived sample from 19aug2025 = 4.11 iu/ml. Additionally, the customer mentioned all toxo igm results = negative. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45 with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.